Event description:
The rep reported in (B)(6) 2007, the pt had not rec'd stimulation therapy for one or two months; the last successful recharge performed by the pt had been in (B)(6) 2007. At follow-up, there was no telemetry with the physician or pt programmers; the ins was over-discharged for a second time and pt non-compliance was suspected. A physician mode recharge could not be performed; the pt recharger was not available. The rep would follow-up with the pt. The pt had attempted three physician mode recharge sessions at home in (B)(6) 2007. At follow-up in (B)(6) 2007, the rep reported telemetry issues and over-discharge of the ins. There had been no therapy benefit for twelve months. Add'l physician mode recharge attempts were deemed required due to pt non-compliance. Add'l info has been requested.

Manufacturer narrative:
(B)(4).